Manufacturer narrative:
(B)(4). Eval, results: (gi bleed).

Event description:
Index procedure was prompted by an acute coronary syndrome and a nstemi, the pt underwent the index procedure with deployment of two endeavor sprint rapid exchange (rx) drug eluting stents; one to the proximal rca, and another to the mid rca. The pt was discharged from the index procedure hospitalization one day later. Approx 3.5 months post index procedure, the pt was diagnosed with an onset of melena. The pt was admitted to the hospital after experiencing black tarry stools. There was an upper gastrointestinal endoscopy performed which revealed non-specific gastritis, but no active bleeding and no other gross blood in the upper gi tract. There was mild scarring at the gastro esophageal junction, indicative of old peptic ulcer disease, but no active ulcerations or erosions. There was a colonoscopy performed which revealed diverticulitis in the sigmoid colon, but no active bleeding identified. The aspirin dosing was reduced and the pt was given pantoprazole for the gastrointestinal (gi) bleed. The pt was also transfused two units of packed red blood cells and was discharged on zantac. The melena event was resolved and the pt was discharged from the hospital. In the opinion of the investigator, the melena was moderate in intensity, possibly related to the drug, not related to the device, and not related to the procedure. (Ref MFR # 2953200-2011-0531).